Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. During the investigation a secondary condition of multiple fpga (field programmable gate array) reset/reprogram failures was detected. This condition has a potential for patient harm. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The cause for the additional condition is traced to device design. Improvements have been initiated to mitigate this condition. The evaluation detected an unreported condition: an analysis of the batteries noted an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The battery cell cid is an integrated design feature of the cell that opens and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The cause of the observed open cid was determined to be from battery degradation. Device battery management enhancements are being evaluated to extend battery life and enhance battery health monitoring. Another unreported condition was identified: after disassembly of the device, a non-critical electrical component was found to be damaged. The most likely root cause was traced to a component failure. This issue can occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the handle was taken out of the battery charger pre-operatively, the device displayed an unusable mark error. The handle was placed back to the charger and started up again but the error still showed. A competitor¿s device was used. There was no patient involvement.